Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, it was found that the patient's pacemaker exhibited premature battery depletion. No intervention was performed. There were no patient consequences.